Event description:
Monoject 20 ml syringe is leaking. One of our pharmacy technicians drew up medication into the syringe, but it leaked down out of the rubber stopper. She attempted 3 different syringes and they all leaked. However, she had already taken the syringe out of the hard shell which contained the lot # and was unable to identify which lot # is the issue.